Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is an inherent risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. While mapping in the left atrium, the catheter appeared outside of the geometry. An intracardiac echocardiogram revealed a cardiac perforation near the roof of the left atrium. No patient symptoms were noted and no additional intervention was needed to treat the effusion. The procedure was abandoned and the patient was stable. There were no performance issues with any abbott device.